Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in good condition with no appearance of any physical damage. The event history log confirmed pump motor drive off power-on self-test (post) occurred as well as battery not working error; however, no motor rate error was found. Functional testing was able to replicate the pump motor drive off post at power-up which was causing the battery not working error. The root cause was determined to be the battery did not operate as intended. The battery was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's motor rate had an error b2051790. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no patient harm/adverse event was reported.